Manufacturer narrative:
The local service inspected the module and fully tightened the connectors for all four reagent probes. It was noted that the customer had previously changed the reagent probes. The investigation determined that an operator-maintenance related issue had caused the event. The investigation did not identify a product problem.

Event description:
The initial reporter received a questionable bun (urea) result from one patient sample tested on the cobas 8000 c702 module. The high result was 15.00 mmol/l. The low result was <5 or 5.00 mmol/l. The initial result was not reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number and the expiration date were not provided. The customer found excess condensation under the cuvette lids and crystal formation in the detergent solution. Reagent issues were excluded as no further cases were reported and correct reruns were performed with the same reagent. The investigation is ongoing.